Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prisma m100 set. During treatment an external blood leak was observed with an estimated blood loss of 15 ml to the patient. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.